Event description:
The customer reported that the unit did not pass self short test (sst). The customer reported there was no patient involvement.

Manufacturer narrative:
The failure investigation (fi) lab received the inhalation module assembly (cv3) and 3-station solenoid for evaluation. Visual inspection was performed and revealed that the cv3 and the 3-station solenoid were damaged. The damaged cv3 and 3-station solenoid were replaced and installed into the fi test ventilator. Power cycle test was performed and results that the ventilator deliver breaths during power up and the ventilator did not produce any errors during cycling the power. Fi technician performed extended self-test (est) and short self-test (sst) was performed and unit passed all tests. No failures were identified. The root cause for the reported problem is due to damaged cv3 and 3-station solenoid. After replacing the damaged check valve and damaged three station solenoid no functional failures were identified.